Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The device's battery is tested once a month by the staff and the involved ez-io always showed a green led, indicating adequate battery life. Nevertheless, during the last insertion, the device had a significant loss of power during the insertion of the catheter. C nsequence: failure of the insert the infusion. There were no consequences for the patient. The team went very quickly to the ambulance to get the spare device.

Manufacturer narrative:
(B)(4). DHR is not available for review. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled, the driver was operable , and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions per driver IFU (8048a rev. 01). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst-case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft^3) and hard (105 lbs/ft^3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: ref-003150) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft^3), insertion 1: 3.28 secs, insertion 2: 3.40 secs, insertion 3: 2.85 secs. Hard profile (105 lbs/ft^3), insertion 1: 4.41 secs, insertion 2: 5.03 secs, insertion 3: 5.31 secs. The driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. Two ifus will be referenced for this investigation. The ez-io driver IFU (8048a rev. 04) states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". "When storing the vascular access pak (vap), remove the trigger guard to prevent accidental activation of the ez-io power driver". "Shelf life for the g3 power driver is 10 years". The ez-io needle IFU (8087a rev. 04) states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 07/2010 and is greater than 11 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has confirmed no fault found with this driver. However, the driver was used beyond its shelf life. The IFU states, "the driver and its battery have a shelf life of 10 years." It is not recommended that a driver be used passed its shelf life. This driver was approximately 11 years old. In-service ci-0000259 was requested since the driver was found to be used beyond its shelf life. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The device's battery is tested once a month by the staff and the involved ez-io always showed a green led, indicating adequate battery life. Nevertheless, during the last insertion, the device had a significant loss of power during the insertion of the catheter. C onsequence: failure of the insert the infusion. There were no consequences for the patient. The team went very quickly to the ambulance to get the spare device.